Event description:
A (B)(6) male pt contacted zoll customer support to report that he got the electrode belt caught in a bench and pulled it as he stood up. After this he received a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt the red (can h) wire was broken inside of the trunk cable insulation. The cause for the service code 204 was the inability to detect a pt. The cause for the inability to detect a pt was the broken wire. The root cause for the broken wire is likely physical abuse from when the electrode belt was pulled. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.